Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization, medication required and unexpected medical intervention were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus, intervention, hospitalization, and medication required. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4. An xtw clip was implanted without issue, reducing mr to grade 1. The following day (B)(6) 2023 a thrombus was observed near the atrial septum on the left atrium side. Additional anticoagulant was administered to the patient which reduced the size of the thrombus from 20mm to 13mm. The patient was then transferred to a different hospital to complete treatment. No additional information was provided.